Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 266 mg/dl. Customer adjusted their carbohydrate ratio setting and delivered a bolus to stabilize blood glucose levels.